Event description:
It was reported during injection of amvisc plus into the patient's eye the cannula detached from the syringe. The detached cannula hit the patient's iris causing bleeding. In order to stop the bleeding the surgeon injected additional amvisc plus from a new, cold syringe from the refrigerator. The patient removed most of the blood but a small amount remained in the anterior chamber. The cannula was removed and the iol was implanted. During the patient's first postoperative visit a slightly raised intraocular pressure was observed. The patient's raised intraocular pressure resolved at a subsequent visit.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.